Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a patient that used the bardex i.c. Aquafil catheter 16ch. They saw the patient last week to change it. Once it was inserted, they were unable to insert the water to inflate the foley catheter balloon, there was an area in the middle of the foley catheter that appeared to be adhered together on the inside. They eventually had to change it for a different type of catheter. They cleaned the faulty catheter and tried again to fill the balloon. Again, it would not inflate therefore they feel there was a fault with the catheter. They had kept the catheter as it may be necessary for it to be examined to see what the problem was and if it was also with other catheters. The lot number was ngjs510. They had attached a photo of the information on the box. They wish to send the catheter back for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a patient that used the bardex i.c. Aquafil catheter 16ch. They saw the patient last week to change it. Once it was inserted, they were unable to insert the water to inflate the foley catheter balloon, there was an area in the middle of the foley catheter that appeared to be adhered together on the inside. They eventually had to change it for a different type of catheter. They cleaned the faulty catheter and tried again to fill the balloon. Again, it would not inflate therefore they feel there was a fault with the catheter. They had kept the catheter as it may be necessary for it to be examined to see what the problem was and if it was also with other catheters. The lot number was ngjs510. They had attached a photo of the information on the box. They wish to send the catheter back for investigation.